Manufacturer narrative:
Qc results, faxed by the customer, indicate some imprecision had been occurring for the past month. A field service engineer (fse) was dispatched: the fse inspected the instrument, replaced multiple parts, and performed alignments. The fse powered down the instrument and rebooted. The fse loaded a new ammonia reagent pack and calibrated, ran qc, ran precision run with no further fliers. Per the fse, after replacing the reagent probes, the calibration and precision problems went away. Although the fse performed repairs which have resolved the issue, a clear root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely high ammonia result generated by the synchron lx20 pro clinical system for one patient. The original specimen was re-tested and repeated results were lower. A fresh sample collected from the patient gave also lower result. The results were reported out of the lab. No effect to the patient has been reported, the original results were questioned by the emergency department.